Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One used coons lnterventional wire guide was returned for investigation. Visual examination showed the wire guide was returned elongated at the distal end. The coil starts to elongate at 250.7 cm from the proximal end. Also, core wire is exposed and is 259.0 cm in length. Further, solder is attached to coil but not the wire core, at the distal end of wire. In the devices returned state, the device length did not meet requirements. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Corrected information: product code: dqx. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during preparation for an unspecified procedure, the coons interventional wire guide was opened, placed into a saline bath and handed to the interventionist. When it was pulled out of the case, the wire unraveled. There was no patient involvement.